Event description:
Additional information received from the healthcare provider via a clinical study indicated that the volume discrepancy on (B)(6) 2025 had the reported volumes of expected reservoir volume irv - 10 ml, actual reservoir volume arv ¿ 13 ml. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen, bupivacaine, and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient reported persistent pain via patient portal message. On (B)(6) 2025 the it rate increased secondary to persistent pain. A reservoir volume discrepancy was noted: expected reservoir volume - 10 ml, actual reservoir volume ¿ 3 ml. The patient had some improvement following it rate increase. A lumbar epidural steroid injection was given. Pain relief was reported.